Event description:
Customer reported the sys would not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the vertical lift column power supply. Sys operates as intended.